Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. A nurse reported that the patient was hospitalized due to inaccuracies. The patient experienced headache and dizziness and when a fingerstick was taken the cgm was reading low, and the blood glucose reading was 412 mg/dl. The patient self-treated with intravenous insulin. At the time of the report the patient would have been ¿better¿ but was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.